Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose. She was unable to provide any further details and stated that she would call back. The insulin pump was not replaced or returned for analysis.